Event description:
It was reported that patient presented in clinic for routine device exchange. During procedure, the patient's right ventricular (rv) lead was unable to be removed from the header of the patient's pacemaker due to a stripped set screw. Both the rv lead and pacemaker were explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis found holes were punched through the septum by the torque wrench, which likely occurred during the explant since there was no tissue accumulation in the inset. The punch-outs prevented the torque wrench from engagement of the setscrew inset and resulted in the wrench slippage, which stripped the inset while the user attempted to untighten the setscrew.